Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an acute type b dissection with an ischemia of the right lower limb. A gore® tag® conformable thoracic stent graft with active control system was attempted to implant to close the entry. Upon full deployment of the gore® tag® conformable thoracic stent graft with active control system, the endoprosthesis moved slightly distally. The angiography revealed that the entry was not closed completely but the blood flow to the false lumen decreased. Non-gore stent graft was implanted distally of the gore® tag® conformable thoracic stent graft with active control system. The ivus revealed that the true lumen was expanded. The angiography for the right lower limb observed, the blood flow was not improved. Two non-gore stents were implanted to the right external iliac artery, but the blood flow below the knee was not improved. Ballooning was performed to the knee. The angiography revealed that the blood flow of the below knee was not improved yet. A ppi will be performed to the below knee by a cardiology. The patient tolerated the procedure. On (B)(6) 2023, reintervention was performed as treatment for that the entry that was not closed completely and where blood flow to the false lumen remained. The axillary ¿ the left common carotid artery bypass (1 debranch) was created, then a gore® tag® conformable thoracic stent graft with active control system was implanted from the left common carotid artery, proximally of the initial gore® tag® conformable thoracic stent graft with active control system. The angiography revealed a type ii endoleak from the left subclavian artery (lsca). The lsca was embolized. The angiography observed that the endoleak remained slightly, but the physician decided to monitor it.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.